Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was reported to have a battery measurement of 2.57 volts at 36.9 months of implant. The calling health care provider (hcp) also reported the voltage was at 2.61 volts at 28.4 months implant. This device is included in the 4/5/2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed the advisory details and that this device is meeting the definition of premature battery depletion according to the advisory criteria. Ts recommended monthly device follow-ups and replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with premature battery depletion previously suspected. Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri with a battery measurement of 2.38 volts. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests was conducted to verify the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.